Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1999. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced unknown alarm on the homechoice device. The customer reported ¿alarmed without system error.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter - postal code provided was (B)(6). Should additional relevant information become available, a supplemental report will be submitted.